Manufacturer narrative:
On january 2, 2020, zimmer knee creations was notified that subject (B)(6) had underwent a total knee replacement on (B)(6) 2019. The patient had prior report of increased knee pain, which began on (B)(6) 2018. The surgical reoperation notes were provided and will be used as a part of the investigation. Additionally, device information was received. Once additional information is obtained, a follow-up report will be submitted.

Event description:
Clinical subject (B)(6) reported increased knee pain and progressed to a total knee replacement

Event description:
Clinical subject: (B)(4), reported increased knee pain and progressed to a total knee replacement.

Manufacturer narrative:
Patient: (B)(6) in a clinical study presented with pain in the left knee and was diagnosed with primary osteoarthritis of the left knee, acute medial meniscal tear of the left knee, internal derangement of the left knee, and insufficiency fractures of the left femur and tibia. The index procedure was performed on (B)(6) 2018, which involved subchondroplasty of the left knee, where 1cc of accufill was used in the tibia, and 2cc of accufill was used in the femur. Percutaneous fixation of the insufficiency fractures was done prior to the delivery of accufill in both bones, and was removed after bsm material had set. In addition to the subchondroplasty procedure, the following were also performed: left knee arthroscopy, partial medial meniscectomy and debridement, loose body removal in primarily the anterior and lateral compartments, a complete synovectomy, and chondroplasty on all loose articular fragments related to the grade 3b lesions found on the patella and trochlea. There were no complications reported during the index procedure, and the patient was dispositioned as stable following the surgery. At the patient¿s 6-week follow-up appointment on (B)(6) 2018, the patient reported having pain when using stairs in the area of the medial plateau. At the patient¿s 12-week follow-up appointment on (B)(6) 2018, the patient claims to have good and bad days regarding knee pain, and uses a medial unloader brace if they are doing a lot of walking. At the 6-month follow-up appointment on (B)(6) 2019, the patient reports having a lot of pain starting on (B)(6) 2018 and presents some swelling on the medial side of the index knee. The patient has continued using the medial unloader brace during days that require a lot of walking. The increased pain was treated with prp injection or viscosupplementation, and the physician assessed that the pain is probably related to the procedure and possibly related to the implant. A revision surgery was performed on (B)(6) 2019. The patient underwent a total knee arthroplasty of the index knee to address severe osteoarthritis that was not resolved by the index procedure. At this point, the physician reported that the pain experienced by the patient was only possibly related to the procedure (whereas previously it was considered probably related) and still only possibly related to the implant. A review of the finished goods DHR was conducted, and there were no nonconformances related to the complaint condition noted. The device in question remains implanted in the patient and therefore was not returned for the investigation.

Manufacturer narrative:
(B)(6) was entered into the study (B)(6) 2018. 1.5 ccs of accufill was used to treat a cuboid bml. At the first follow up visit 5 weeks post-op on (B)(6) 2018, the patient was doing well. The second follow up visit 3 months post-op on (B)(6) 2018, the patient was continuing to do well. At the 6 month follow up visit on (B)(6) 2019, the patient presented with elevated knee pain. The patient had been wearing a brace when she was walking. No further surgical intervention has been performed at the time of the ae. Surgeon reported that pain and swelling as possibly related to implant. No adverse remarks were made during index surgery. This patient will continue to be monitored through the clinical study and the complaint will be reopened if additional information is obtained. The DHR was unable to be reviewed, as the lot number for the device related to the event is unknown. The product was not returned for investigation, as the product remains implanted.

Event description:
Clinical subject (B)(6) reported increased knee pain.